Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: v699552, implanted: (B)(6) 2011 explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had the lead and ins replaced on (B)(6) 2017. The rep reported that the nurse informed them immediately before the case that the patient's lead showed impedance and the ins was at end of service (eos) and the doctor was going to replace them. The rep noted that they did not perform any diagnostics or troubleshooting on the device. The rep was contacted by the hospital telling them to pick up the explanted devices to be returned. The issue was resolved by the time of the report. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
Device returned and analysis is in progress if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the ins depletion appeared to be normal depletion, but the cause of the impedance is unknown. The device has been returned for analysis. There were no further complication reported or anticipated.

Manufacturer narrative:
Fdr corrected as outdated code was previously submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) is no longer part of the complaint and it was replaced with (B)(4) for ins (B)(4). Analysis of lead (#v699552) revealed that conductors were broken in the body of the lead at or near the tines as few cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as the representative reported that nurse made it sound like it was normal battery depletion. They were not made aware of the cause of the impedance. The representative did not have this information and have no way to get it. The devices had been returned for analysis. Product was evaluated.